Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the clinic with high watts above the recommended operating parameters as well as high flows. It was also noted the patient had suction events leading up to clinic appointment. The patient was admitted to the hospital and started on anticoagulation intravenous (IV) therapy. The international normalized ratio (inr) was 2.7. The care team noted the patient has a history of non-compliance and may not have been consistent with oral anticoagulants and the patient has had subtherapeutic blood draws over the last several months. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported ¿high watts/suction¿ event was confirmed through log file analysis, which revealed periodic increases in power consumption beginning (B)(6) 2018. 190 suction alarms were logged from (B)(6) 2018 through the event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus or other materials in the device, inflow cannula obstruction, or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.